Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The device was returned, and visual inspection revealed damaged teeth and overlapping bands. No issues were identified in the handle section. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of bands unable to deploy was confirmed. Inspection found that the teeth were damaged. The markings on the ligator housing teeth suggest that excessive force may have been applied, leading to the damage. Alternatively, the damage could have occurred during device insertion into the patient, which may have also impacted the handle's performance during band deployment. Additionally, inspection revealed that the bands were overlapped. This may be related to the technique used by the physician or how the device was handled during band deployment. Factors such as device positioning or procedural tortuosity may have affected the handle's functionality while deploying the bands. It is also possible that the technique used to grasp the varix or polyp with the ligator unit led to suture misplacement due to procedural movement, preventing proper band deployment and causing overlap. Furthermore, attempts to release the band from the suture, combined with the previously noted tooth damage, may have contributed to the improper deployment and overlapping of the bands. Regarding the reported code "bands failure to deploy," analysis of the device determined that the damaged teeth and overlapping bands prevented successful band deployment. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.